Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. No blank display during testing. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 19-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found low battery alarms on 11/19/2025 at 07:20:00.000, replace battery alert on 11/19/2025 at 14:45:00.000, replace battery now alarm on 11/19/2025 at 15:16:00.000 and power loss alarm on 11/19/2025 at 15:27:40.000. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.5 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, cracked select button keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: blood glucose value at the time of event was unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis, malaise and reported blank display. The customer blood glucose value at the time of event was unknown, however customer reported current blood glucose value of 250 mg/dl. Hyperglycemic event and diabetic ketoacidosis was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump and overnight hospitalization stay. The event involved product(s) mmt-1884, unk_sensor, mmt-332a, unomedical. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for blank display allegation, instructed the customer to discontinue pump. No further patient complications were reported. No product return is required for unk_sensor, mmt-332a, unomedical. Mmt-1884 was requested and customer response was the device will be returned.